Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The shock impedance and threshold measurements were found to be in range, but the involved (B)(6) representative indicated that the device has stored multiple tachy events that could be supraventricular tachycardia (svt) with ventricular conduction, but they could also be noise in the right ventricular (rv) channel. Technical services (ts) reviewed data from the device and explained that this rv lead is a non- (B)(6) product, and the jumpy impedance observation could be a result of 15-1 lead surface fretting in the device header or a partly crushed pace/sense conductor. Additionally, it was discussed that the rv threshold seems to be higher and that could be a result of surface changes at the tip of the lead. No evidence of noise in the presenting electrogram or recorded events was found. A troubleshooting guide was provided to assess rv lead integrity. At this time, no further information is available. This lead remains in service and no adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).